Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a pseudoaneurysm. However, the exact root cause was unable to be determined. The device history record (DHR) review was unable to be performed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
A literature article reported a health issue during the 239th kinki regional meeting of the japanese society of internal medicine 2023, that resulted in a pseudoaneurysm, swelling, edema and unexpected medical intervention. The procedure was a femoral artery pseudo-aneurysm after hemostasis using the angioseal. The event occurred post-treatment. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.